Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels read high (> 400 mg/dl), while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and loss of consciousness. The patient reports the pod had not delivered insulin after administering a bolus. The patient was taken by ambulance to the hospital. The patient reports they had woken up in the hospital intensive care unit after a loss of consciousness the patient was diagnosed with diabetic ketoacidosis. In addition, the patient was notified that their kidneys and liver was failing. The patient was treated with intravenous fluids as well as insulin. The patient reports being discharged from the hospital (B)(6) 2025 at 4:00 pm.